Manufacturer narrative:
Film evaluation results are: the exact cause of the occlusion of the bifurcate ipsilateral limb and limb extension could not be determined from the films provided. The anatomy pre-implant was not provided. Angio¿s at implant and follow-up were not available for review; the blood flow dynamics could not be assessed from the CT¿s provided. No obvious stent graft kinks, compression, or any other issues were observed. It is unclear if implanting within the severely angulated proximal neck and moderately tortuous iliacs may have contributed. This may have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 51mm abdominal aortic aneurysm. It was reported that the patient developed buttock pain and claudication. A limb occlusion was identified by CT. The physician attributed the cause related to the patient's anatomy; long external iliac artery (4.5cm). No clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.